Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, first-time implantation of a crtd defibrillator. The procedure went smoothly. All three leads were implanted without difficulty. Once the leads were implanted, the device was pre-programmed as usual (charge test, bradycardia and tachycardia programming, telecardiology setup, patient details, as well as the name and serial number of the leads). The device was handed over to the physician, who connected each lead to its corresponding connection. Immediately, on the programmer¿s egm, I noticed that the device was not pacing (manufacturing default mode ddd 60/120), there was no p-wave detection, and no biventricular pacing. Impedance measurements were performed, which were correct as well as threshold tests, but there was still no detection. Then a detection test was performed in ddi 30 mode with a sensitivity of 0.4mv (quickly lowered to 0.2mv), but still no detection. The device was switched to odo mode, also without success. It was suggested to the physician to disconnect and retest leads using the medtronic psa. Same data was found as initially (i.e., p-wave detection at 6 mv). Then the leads were reconnected to the device crtd, but the issue persisted: no pacing and no detection from the ra lead. At that point, the physician and the sales representative decided to use another defibrillator (same model) with the new device crtd (ref: (B)(6), the leads were immediately detected and pacing began in factory default mode ddd 60/120. The lead tests performed were satisfactory, and we observed the same data as on the medtronic psa.

Manufacturer narrative:
Please refer to the attached report.

Event description:
Reportedly, first-time implantation of a crtd defibrillator. The procedure went smoothly. All three leads were implanted without difficulty. Once the leads were implanted, the device was pre-programmed as usual (charge test, bradycardia and tachycardia programming, telecardiology setup, patient details, as well as the name and serial number of the leads). The device was handed over to the physician, who connected each lead to its corresponding connection. Immediately, on the programmer¿s egm, I noticed that the device was not pacing (manufacturing default mode ddd 60/120), there was no p-wave detection, and no biventricular pacing. Impedance measurements were performed, which were correct as well as threshold tests, but there was still no detection. Then a detection test was performed in ddi 30 mode with a sensitivity of 0.4mv (quickly lowered to 0.2mv), but still no detection. The device was switched to odo mode, also without success. It was suggested to the physician to disconnect and retest leads using the medtronic psa. Same data was found as initially (i.e., p-wave detection at 6 mv). Then the leads were reconnected to the device crtd, but the issue persisted: no pacing and no detection from the ra lead. At that point, the physician and the sales representative decided to use another defibrillator (same model) with the new device crtd (ref: (B)(4)), the leads were immediately detected and pacing began in factory default mode ddd 60/120. The lead tests performed were satisfactory, and we observed the same data as on the medtronic psa.